Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of an open knee replacement where the device was applied during fascia closure using the continuous suturing technique, the patient came back with granuloma from subcutaneous suture on both distal ends. The patient was reoperated to excise the granuloma. The patient was also given antibiotics. It was stated that there will be an additional operation performed to correct the issue.